Event description:
It was reported that the customer indicated that the programmer was "broken" without specifics given. Additionally, it was noted that the back cover was broken. The programmer and radiofrequency (rf) head were analyzed and tested out of specification. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power cord door was broken, the electrocardiogram (ECG) connector was loose, there was a software error and the left antenna was out of specification. (B)(4): analysis found that the head cable was torn and the case lens was cracked.